Event description:
A male pt underwent right hip arthroscopy, debridement of labral tear, chondroplasty without microfracture, and osteo chondroplasty of the femoral neck through a separate incision in 2007 for degenerative changes of the right hip, with labral tear, secondary to femoral-acetabular impingement, cam type and femoral retroversion. Upon completion of the soft tissue debridement, the approx 3 mm faceplate on the tip of the arthrocare radiofrequency probe fatigued off. The faceplate was visualized in the joint. During attempts to retrieve it, it escaped out through the capsule, parallel to the inflow cannula, which had been placed from the upper anterior portal into the peripheral compartment. It was visualized on fluoroscopy; it had migrated up in the space between capsule and psoas, inside the pelvis, and therefore, could not be retrieved. The device is not sharp. It was judged best to not go after it. Given its appearance of a small, rounded disc with some holes, it would likely become anchored with fibrous tissue. The complication was explained to the pt and his family. See scanned page.